Event description:
A male with history of untreated hypertension underwent an uncomplicated coronary diagnostic procedure in 2007 lasting approximately 10 minutes. The mynx device was prepped according to IFU. The cfa was accessed via fluoroscopy, and the mynx procedure was reportedly performed per IFU and without complication. Hemostasis was immediately achieved with no bleeding or hematoma noted at the access site. Patient ambulated and discharged per standard procedure. The next day, the patient returned to the doctor's office with increasing pain, tenderness and swelling in the right groin. Ultrasound demonstrated pseudoaneurysm of the right cfa. Since surgical intervention is standard of care at this institution, thrombin injection was not pursued. According to the surgical report, the activity was evacuated of clot, and the puncture wound was identified and oversewn with suture. Excellent pulses were noted proximal and distal to the point of repair with no further bleeding. The patient returned to post-operative care in good condition and reportedly tolerated the procedure well with no complications.

Manufacturer narrative:
The device was not returned for evaluation, and the device's lot number was not provided. Therefore, a review of the lot history record could not be performed. There is no evidence that indicates the device did not meet specification and that it did not perform in accordance with its specifications and the IFU. A causal role for mynx in this case was not apparent given that the device functioned as expected having achieved hemostasis without immediate complications. The etiology for the pseudoaneurysm was not clear given that vessel wall disruption may have occurred with any combination of the initial stick, placement, removal, or manipulation of the procedural catheter, and/or placement of the mynx catheter and/or balloon for extravascular sealant placement.